Event description:
The customer reported that insulin squirted out during the prime process. Troubleshooting was performed. The customer stated that the device alarmed an error after changing the battery. The customer stated that the back of the reservoir was sticking out from the back side of the insulin pump, and he pushed back. The customer also stated that the device was cracked at the upper right hand corner. Advised the customer revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had a cracked case at the corners of the display window.